Event description:
It was reported that this right atrial (ra) lead exhibited under sensing. (B)(6) technical services (ts) recommended adjusting right atrial (ra) lead sensitivity. Local representative will make programming changes. This right atrial (ra) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).